Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros troponin I es result was obtained for a single patient sample using vitros trop I es reagent on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Due to an insufficient number of historical quality control results, a performance issue with vitros tropi es reagent cannot be ruled out as contributing to the event. The customer is not following manufacturer recommendation for centrifuge spin time, therefore, improper pre-analytical sample handling cannot be ruled out as contributing to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Pre-service and post-service vitros tropi es precision testing was performed successfully, therefore, an instrument issue is unlikely to be a contributing factor.

Event description:
A customer complained after observing a non-reproducible, higher than expected vitros troponin I es result for a single patient sample using vitros trop I es reagent on a vitros 5600 integrated system. Patient result: 1.56 ng/ml vs expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The result was not reported from the laboratory and there was no allegation of patient harm made. This report corresponds to ortho clinical diagnostics inc. (B)(4).